Event description:
Pt returned to operating room for removal of packing from previous surgery. Arm band matched initial count 1 large lap sponges and 15 baby lap sponges. Chest x ray taken after removal of sponges from chest. X ray read by dr (B)(6), no evidence of lap sponges seen. Orange packing arm band removed from pt's left wrist.